Event description:
It was reported via social media that the patients stimulator was causing problems. It was noted that the patients legs were floppy. The patient underwent an explant procedure. No further information could be obtained.